Event description:
It was reported they swapped monitor and issue stayed the same they swapped dvi splitter and issue was solved; they found out that adapter of dvi splitter which was not (B)(6) caused the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).